Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Date of postoperative device failure is unknown. This report is for one (1) unknown epoca shoulder prosthesis. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date in 2008. The explant procedure was performed on an unknown date in (B)(6) 2016. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Specific information as to the type of failure was not provided. However, the issue resulted in a surgical revision. As specific part and lot numbers for the complainant device were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a patient was originally implanted with an epoca glenoid prosthesis on an unknown date in 2008. Due to postoperative failure of the implant, a revision was performed in (B)(6) 2016. No additional information is available at this time. This report is for one (1) unknown epoca shoulder prosthesis. This report is 1 of 1 for (B)(4).